Event description:
The device was used during a esophagectomy procedure. Reportedly, the staples were missing. The surgeon applied suture to correct the condition. The hosp has reported that no pt injury occurred.